Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/05/2016 with the following findings: the pump was returned with the bolus button inoperable and damaged. Moisture was found underneath the button contact. Moisture was also observed in the battery compartment. A leak test failed due to a bolus button leak and due to a crack in the battery compartment, the battery cap had stripped threads. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive, battery compartment was cracked, and the battery cap had stripped threads. This report is made based on results of investigation completed on 07/05/2016.